Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak at reagent probe b of the synchron lx 20 clinical chemistry system where the water line attaches to the wash collar. Customer reported that < 1ml of water was spilled. Bec customer technical support (cts) advised the customer if enough tubing is present, they can trim it and reinstall the tube. Customer reported that they trimmed and repaired the tubing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported on any further leak at reagent probe b of the synchron lx 20 clinical chemistry system.

Manufacturer narrative:
(B)(4).